Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated. The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was destroyed. No failure investigation could be performed.

Event description:
Customer reported 1 to 3 liters of parenteral nutrition are usually infused over 10-15 hours, using maxplus connected to an IV line. The customer reported that upon disconnection of the maxplus needleless valve from the set, the blue silicone inner segment of the valve would not move back to its original position to close the valve. This resulted in a blood spillage. The nurse clamped the line and changed the valve to a new one. The affiliate has confirmed that they primed the maxplus prior to use with 10 ml nacl, and also after the infusion. From the reported info, there were no indications of serious injury to the pts or users as a result of these incidents. No additional pt or event details were provided. (B)(4).